Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. It was observed that the tip had sheared in a rotational pattern due to the spiral deformations present at the fracture site. The shear face was raised on one side and lowered on another, suggesting that the tip broke at an angle. The fracture face exhibited signs consistent with the effects of stress fracture which could have contributed to the failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a tapered driver tip sheared off and fused into the screw. The tapered driver tip remains in the patient confined to the screw. Surgery took place (B)(6) 2018.